Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one j-tip guidewire loaded onto a guidewire hoop was received for evaluation. Visual and microscopic evaluations were performed on the returned device. A kink was noted on the distal portion of the j-tip guidewire. The round core wire was noted to be protruding the kinked portion of the guidewire and the termination of the round core wire was observed to be granular. The flat core wire was visible within the kinked portion of the guidewire. Therefore, the investigation is confirmed for the reported guide wire fracture, material separation and identified unraveled issues. However, the investigation is inconclusive for the difficult to insert issues and as the exact circumstances at the time of the reported event are unknown. The reported guidewire brittleness in unconfirmed as no brittleness was noted in the guidewire. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. A definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (device) h11: b5, h6 (method, result) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a port placement procedure, the guidewire was allegedly brittle and broken. It was further reported that the failure made it difficult to get the cannula in and then introduce the catheter. Reportedly, several pieces were found along the guidewire. There was no patient contact.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure the guidewire was allegedly brittle and broken. It was further reported that the failure made it difficult to get the cannula in and then introduce the catheter. Reportedly, several pieces were found along the guidewire. There was no reported patient injury.